Event description:
It was reported this 25 mm valve was explanted, due to leakage. It was replaced with a smaller 23 mm sjm bioprosthesis and the pt was reported to be doing well postoperatively. Add'l info has been requested.